Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed carbon dioxide (co2) result generated on the architect c4000 processing module for one sample. Additionally, the customer noted a shift down in quality controls. The following data was provided: initial result = 12 meq/l, repeat = 22 meq/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found observed moisture in the r2 syringe. The fsr replaced the seal, water line syringe (rohs) which resolved the issue. Additionally, the fsr rebuilt the r2 syringe block. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of falsely depressed co2 results reported for (B)(6). A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the seal, water line syringe (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the seal, water line syringe (rohs) was identified.

Event description:
The customer observed a falsely depressed carbon dioxide (co2) result generated on the architect c4000 processing module for one sample. Additionally, the customer noted a shift down in quality controls. The following data was provided: initial result = 12 meq/l, repeat = 22 meq/l. No impact to patient management was reported.